Event description:
Customer reported system was removed from the operating room after completing a procedure. Workstation was plugged into outlet to transfer images. System would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset a circuit breaker on the workstation. System operates as intended.